Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the eri battery status. 27 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in all channels on (B)(6) 2020, leading to 11 charging cycles. Furthermore, the data showed that the eri battery status was activated on the same day at 11:48 am, due to reaching the maximum charging time of a defibrillation shock. The frequency and morphology of the sensed signals can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20 s charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to these damages the charging of a defibrillation shock was impaired. Based on the information available for analysis no conclusion can be drawn regarding the root cause of the clinical observation. However, based on the analysis results, it is reasonable to assume that the noise as well as the activation of the eri battery status was caused by external influences such as a medical treatment or diagnostic, including strong magnetic fields as used by MRI scan or stereotaxis navigation systems without prior deactivation of the anti-tachycardia therapy functions. If a charging cycle occurs in an external magnetic field, depending on strength and orientation, a saturation of the transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly lead to such rare events, like the observed damage of the electronic module and does not represent a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. There was no indication of material or manufacturing problem.

Event description:
It was reported that the device was explanted due to eri status approx. 50 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.